Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02213. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal procedures on (B)(6) 2011 and (B)(6) 2011, due to extrusion, pain and infections. She had a mesh removal surgery on (B)(6) 2012, due to pain, extrusion, infection, urinary and bowel problems, organ perforation, recurrence, episodes of delirium and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, cystitis, adhesions, cystocele, incontinence, retention and uterine prolapse.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, atrophic vaginitis and burning urination. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. It was reported that due mesh exposure, vaginal and pelvic pain, the patient had surgery on (B)(6) 2011 to release vaginal sling and anterior vaginal repair with native tissue. It was reported that the patient underwent mesh removal procedures on (B)(6) 2011, due to extrusion, pain and infections. She had a mesh removal surgery on (B)(6) 2012, due to pain, extrusion, infection, urinary and bowel problems, organ perforation, recurrence, episodes of delirium and vaginal scarring. It was reported that the patient also underwent mesh revision/removal on (B)(6) 2013. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. The patient underwent mesh removal procedures on (B)(6) 2011, due to extrusion, pain and infections. The patient had a mesh removal surgery on (B)(6) 2012, due to pain, extrusion, infection, urinary and bowel problems, organ perforation, recurrence, episodes of delirium and vaginal scarring. Due to mesh exposure, vaginal and pelvic pain the patient had surgery to release the vaginal sling and anterior vaginal repair with native tissue. No additional information is provided at this time.